Manufacturer narrative:
The unit had no button error alarm. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and a keypad anomaly that happened during normal use. The customer's blood glucose level was 22 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.